Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. ¿ a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the pump alarmed error 1870. A continuous infusion rate of 2.2 ml/hour had been programmed, with a total reservoir volume of 16.2 ml and a given volume of 85.85 ml. Troubleshooting was performed but the display reads run, after 1 minute the alarm returned. The batteries were removed to power off the pump. The tubing clamped. No patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.